Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was rejecting new battery. Customer's blood glucose value was unknown. Customer stated that insulin pump had no prior warning of any battery alarm. The insulin pump will not be return for analysis.